Manufacturer narrative:
The pod involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction that may have caused or contributed to high bg readings. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to high bg levels. The customer properly followed user guide instructions by contacting her health care provider in response to high bg levels, who recommended that she administer a bolus in an attempt to bring her levels down.

Event description:
The report indicated that the customer experienced high bg readings over the course of three hours (284-348mg/dl). As a result, she contacted her doctor who advised her to remove the pod and activate a new one. Twenty-four hours later with the new pod activated, the customer's bg levels began to rise; high bg levels were again experienced (369-484mg/dl). She again called her doctor, who advised that she administer a bolus of 15 units. The pod associated with the second bg reading will be returned for evaluation.